Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the prostyle device did not deploy. The prostyle was used with a 5f sheath relative to an abdominal aortic aneurysm (aaa) interventional procedure. A total of eight prostyle devices were used in the procedure, seven of which were used successfully. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device did not deploy¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na